Manufacturer narrative:
Patient information and date of death have been requested, but were not available at the time of this report. A follow up report will be submitted after philips obtains more information concerning this event.

Event description:
It was reported to philips that the device 'mrx powered off during a cardiac arrest case'. There was patient involvement and the patient expired.

Manufacturer narrative:
The customer requested that a philips field service engineer (fse) be dispatched to contact the customer. The customer requested the device be sent to bench repair and requested a loaner device. The fse was not able to provide a loaner device to the customer and offered bench repair without a loaner or fse onsite service. After multiple attempts to follow-up with the customer, the customer did not respond and the device remains with the customer. The fse was not able to perform an evaluation of the device. Philips cannot rule out a malfunction of the device at the time it was reported. There is no indication of a systemic problem; no further investigation or action is warranted. Patient information and the date of event were requested, the customer did not provide. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.